Event description:
It was reported that the wake button became detached from the pump. There was no reported adverse impact to customer's blood glucose. Customer reverted to an alternate method of insulin therapy.